Event description:
It is reported that the pt was revised due to pain and a malpositioned acetabular cup.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: primary operative notes were provided which note that the pt had a very shallow acetabulum and a very congenitally small posterior wall. Alignment of the cup was noted to be excellent. The acetabular cup was revised, and noted to have been in substantial retroversion. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.